Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; cta assessment of midterm morphological changes to chimney grafts used in the treatment of juxtarenal aortic aneurysms suteekhanit hahtapornsawan, md, konstantinos lazaridis, md, frank j. Criado, md, giovanni federico torsello, md, theodosios bisdas, md, phd, martin austermann, md, and konstantinos p. Donas, md, phd journal of endovascular therapy 1-7, 2019 doi: https://doi.org/10.1177/1526602819861747. Patient death(s) were also included in this journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft systems were implanted with chimney grafts in a patient group for the endovascular repair abdominal aortic aneurysms. The following adverse events were observed in the patient group: migration it was also reported that a number of patients who died within 2 years of the procedure were ineligible for inclusion in the patient group.